Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating; the user reported repeated blue screen login issues while attempting access, and multiple reboot attempts did not resolve the problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communication. A field service engineer attempted to repair the issue; however, replacing the sata cable (sata) cable did not resolve it, reimaged the station to restore normal functionality. After completing the reimage checklist, the station resumed normal operations and was brought back online with the current server connection, also confirmed that the date and time settings were accurate. The system functioned as intended after the field service engineer repaired the device.